Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing a microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced wit non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified red particle material on the shell/gel and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced wit non allergan device.